Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens cut in two pieces. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7450921) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens insertion there was a capsular tear. The lens had to be cut out and removed. A vitrectomy was performed and a sulcus lens was implanted. The surgeon indicated the likely cause of the event is "weak capsule". The patient's status was described as "good".